Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, one time low, out of range hv lead impedance measurement was observed. No adverse consequences to the patient and will continue to be monitored.